Event description:
It was reported battery charge level readings were inaccurate. There was no reported impact to the customer¿s blood glucose level. Patient cleared alert independently did not request a call back and no further action was taken by Technical Support at that time.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.